Event description:
During use of the device for a cardiopulmonary bypass procedure, it was reported that the roller pump was over occluded by the user, but could not be unoccluded. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.